Event description:
The pt reportedly developed fluid over the implant site. The pt was given antibiotics (type unk) for an unk period of time. Advanced bionics is in the process of gathering additional info. Once more info is available, a supplemental report will be submitted.